Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of insulin pump had issue when filling tube in infusion sets. The customer stated that insulin pump rejected new batteries and had unexplained random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no response on esc and act button due to connector unlocked on lcd board and flattened dome switch on act button noted. Unable to verify failed battery test or no delivery alarm due to keypads not responsive. (B)(4).